Manufacturer narrative:
It was indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications.

Event description:
It was reported that there was a discrepancy with the actual heart temperature. During an ablation procedure for premature ventricular contractions (pvc), when the intellanav open-irrigated was inserted into the heart (right and left ventricle), the temperature was displayed at about 20 degrees. There was a discrepancy with the actual heart temperature. The issue was persistent. Temperature sensor issue was suspected. Then, the catheter was replaced with another of the same catheter. When it was inserted into the heart, the actual temperature was displayed without problems. The procedure was completed successfully without any complications.